Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft breakage occurred. The taxus liberte' 2.50x8mm was being removed from the package and the physician noticed that shaft was in two pieces. There were no patient contact.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The balloon catheter was received and a polymer shaft separation was observed. The product mandrel was engaged in the distal section of the catheter. The catheter exhibited a distal polymer shaft separation located 113.9 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the material surrounding the separation did not reveal any inherent material deficiencies that would have contributed to the separation. It appears the catheter was subjected to tensile forces that exceed the shaft tensile force. As the original packaging components (shipping hoop) was not returned for analysis the exact cause of the shaft separation could not be determined. Visual examination of the distal shaft section revealed foreign material adhered to the product mandrel. The material is red and fiberous in nature. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.